Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about blood result reading "lo". Last 5 results in memory were "lo", 138mg/dl, 235mg/dl, 249mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer complaint of about blood result reading "lo". Last 5 results in memory were "lo", 138mg/dl, 235mg/dl, 249mg/dl. No adverse event reported.